Event description:
The dental implant fx4010swc was removed on (B)(6) 2018 due to insufficient primary stability during implantation. The patient has no significant medical history. The patient has recovered without complications.